Event description:
It was reported that there was a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided guidance on how to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.